Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿ and are attached. The valve was visually inspected, no defects were noted. The position of the cam when valve was received was 30 mm h2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number 1428, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve failed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot crmb91, conformed to the specifications when released to stock on the 25th november 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp-shunt on (B)(6) 2015 (the initial setting was unk). However, valve¿s occlusion was suspected on (B)(6) 2016. The valve was explanted from the patient on (B)(6) 2017 (the final setting was unk) and it was revised with alternative valve (the article number is 82-3162/the initial setting is unk). The patient is male. No further information was provided by the hospital.